Event description:
This is a spontaneous case report received from a physician in united states on 09-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported abnormal appearing uterus and tubes (mottled) at laparoscopy done for pelvic pain a few hours after essure. No additional information was provided. Follow up information received on 10-may-2016 from sales representative: the patient has essure for 2 years, exact date not known. Patient was complaining of pelvic pain for a while. So physician used a hysteroscope and found essure was in correct place. But the tube was white, the ovary was white, but the tube was white as well. There was discoloration on the uterus, so it did not look like the normal pink/purple color. The physician did not know if the pain was due to the essure. The sales representative verified with the physician twice that essure was placed 2 years previous from the reporting time, so the laparoscopy was not done a few hours after the essure procedure. The physician is considering hysterectomy. Quality safety evaluation received on 24-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. According to follow up information, the patient was presenting pelvic pain and a laparoscopy was done two years after insertion (not after a few hours as previously reported). At laparoscopy, it was reported non-serious events abnormal appearing uterus, ovaries and tubes (discoloring appearance, they were white). Considering the nature of pelvic pain, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical procedure was performed. The product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Follow-up received on 24-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. According to follow up information, the patient was presenting pelvic pain and a laparoscopy was done two years after insertion (not after a few hours as previously reported). At laparoscopy, it was reported non-serious events abnormal appearing uterus, ovaries and tubes (discoloring appearance, they were white). Then, 10 days later, hysterectomy was performed and the pelvic pain relieved (positive dechallenge). Considering the nature of pelvic pain and the positive dechallenge, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical procedures to remove the devices were performed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Quality safety evaluation received on 24-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up received on 27-may-2016: information received from physician states that patient had essure, lot number a36525 and model number ess305, inserted on (B)(6) 2013. On (B)(6) 2016, laparoscopy was done to diagnose the reason for patient complains of continued pelvic pain. On (B)(6) 2016, hysterectomy completed was performed and essure was removed. Patient's pelvic pain relieved. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. According to follow up information, the patient was presenting pelvic pain and a laparoscopy was done two years after insertion (not after a few hours as previously reported). At laparoscopy, it was reported non-serious events abnormal appearing uterus, ovaries and tubes (discoloring appearance, they were white). Then, 10 days later, hysterectomy was performed and the pelvic pain relieved (positive dechallenge). Considering the nature of pelvic pain and the positive dechallenge, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical procedures to remove the devices were performed. The product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. An updated ptc results is pending.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.